Manufacturer narrative:
(B)(4). B3; d6b: exact date of revision surgery is unknown however was reported to have occurred on (B)(6) 2024. D10: medical product: unknown persona cr femoral component size 10: catalog#: ni, lot#: ni; unknown persona tibial tray size e: catalog#: ni, lot#: ni; g2: foreign: australia. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, five (5) months post-implantation, the patient underwent revision surgery due to a metal allergy. It was reported that the articular surface was exchanged and the metal components remain implanted. It was further reported that no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. Investigation results concluded that the root cause of the reported event is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, five (5) months post-implantation, the patient underwent revision surgery due to infection. The articular surface was exchanged without complication. It was further reported that no additional information is available.